Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4, h3, h4, h6: part 02.111.501.01s, lot 48p6378: expiry date: april 01, 2030. A manufacturing record evaluation was performed for the finished device lot number 48p6378, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complaint was deemed reportable on october 15, 2020 after additional information was received which determined part number. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is j&j company representative. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported the danish medicines agency health authority was informed by a danish facility, that a reduction wire broke intraoperatively on an unknown date. The surgeon was using the wire for temporary fixation of synthes variable angle-distal radius plate (va drp). The wire broke when it hit the plate. There was no resistance during drilling of the first part of the wire. No damage occurred to the patient as the broken part of the wire could be removed without bone loss and without any significant extension of operating time. The planned osteosynthesis was performed successfully. Concomitant device: synthes variable angle-distal radius plate (va drp) (unknown part#, unknown lot#, quantity 1). This is report 1 of 1 for (B)(4).